Event description:
The customer reported to leica microsystems of under processed tissue from a peloris tissue processor and that a rebiopsy was required from three pts.

Manufacturer narrative:
Leica's investigation found no faults with the instrument. The instrument logs show that the instrument setup, reagent thresholds, reagent management and protocol setup were consistent with factory recommendations. The customer used cassettes with pore size of 0.3mm that adversely affected reagent transfer. Leica's investigation concluded that the root cause of the suboptimal tissue processing reported was the cassettes used by the laboratory for processing small biopsy samples. The instrument remains in routine use.